Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, interrogation of the pulse generator revealed multiple inappropriate auto mode switch episodes due to noise on the right atrial channel. The physician elected to take no action at this time. The patient was in good condition.